Manufacturer narrative:
This report is submitted on 9 march 2021.

Event description:
It was reported that the patient underwent skin revision surgery, and was administered oral and topical antibiotics for the infection. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Explant is planned but has not yet taken place at the time of this report.